Event description:
Information was received from an international distributor that the ventilator exhibited an odor of overheating. The ventilator was not in use therefore there was no patient involvement or harm. The distributor's service technician confirmed the customer reported problem. The service technician reported the snubber board on the power supply was damaged due to overheating. The service engineer replaced the power supply to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. Damage due to overheating of the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na